Manufacturer narrative:
Concomitant medical products: product ID: 3037. Serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v173521, implanted: (B)(6) 2010, product type: lead.

Event description:
It was reported that the patient needed an MRI of their abdomen, pelvis, and lumbar spine and it was unknown if the MRI was related to the patient¿s device. The patient had explant of their neurostimulation system 4 weeks ago and during the explant the lead wire broke. An unknown length of fragment was left in the body. X-rays confirmed that the leads were in there. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. Analysis of the tined lead ((B)(4)) found no significant anomaly. The conductor on the distal end of the lead was broken due to overstress damage.

Event description:
Additional information received reported that the patient had an elective explant on (B)(6) 2014. There was no patient death and the patient recovered without sequelae.